Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Prior to generator change, device interrogation revealed that the implantable cardioverter defibrillator was far r wave oversensing that caused inappropriate mode switches. The device was reprogrammed to resolve the issue and was the explanted and replaced. Patient was stable post procedure.